Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while inspecting the endoscope sheath, the tip of the resection sheath was found to be damaged. There was no patient involved.